Manufacturer narrative:
Expiration date was inadvertently entered as 04-30-2015 and should have been 04-30-2019. This is based off a validated shelf-life of 5 years for this product. The date has been updated to indicate the correct expiration date. Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
When using the device in a shoulder arthroscopy procedure while to resect soft tissue, metal debris was observed in the saline solution. Most of the debris was removed when the solution was changed however, some debris rested in the labrum. The device was not in contact at any time to the bone. Customer indicated that this was not a hard tissue issue. There were no anatomy or procedure exceptions, and there was no more force required on the device used in this procedure than typical. The operator did not experience any seizing. This device was able to be used to complete the procedure, despite this issue. The patient was noted to be okay post-procedure.